Event description:
Boston scientific received information that this lead was exhibiting increasing shock impedance measurements which were now greater than 125 ohms. This patient is having an elective device changeout and the caller was inquiring about testing to ensure the integrity of the system. A boston scientific sales representative confirmed successful defibrillation threshold testing (dft) with no undersensing at 21j and the shock impedance was 115 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and was successfully interfaced to the replacement device. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional details were received three years after the initial observations were reported that this system was still exhibiting out of range shocking impedance measurements. The caller stated they would continue to monitor the patient. A boston scientific technical services consultant discussed the clinical observations with the caller and what testing could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received stating that this patient was being followed by another clinic; however, that clinic would not perform a replacement procedure so this patient transferred to another clinic. The patient was brought in for system evaluation due to the early battery depletion alert, which could be related to fault code (1003) and the continued out of range shock impedance measurements. Additionally, there have been chronic low pacing impedance and sensing measurements on the right ventricular (rv) channel and elevated thresholds. A revision procedure was performed and the device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.

Event description:
--